Event description:
It was reported that during a ptca/stent procedure for a case involving a vein graft it was believed that the ultra stent was implanted; however, a short time after the procedure, the patient experienced chest pain and was brought back to the cath lab. The physician reviewed the previous cine film and observed that no stent was implanted in the patient. The stent delivery catheter for the ultra device was found, as well as the protective sheath that covers the stent, and the protective sheath contained the stent. The patient was recathed, a filter wire was placed, and then a second ultra stent was deployed successfully. Reportedly, the patient is doing fine. No additional information was available.